Event description:
The article, "Regression of Left Ventricular Hypertrophy After Aortic Valve Replacement with Sorin Freedom Solo and St. Jude Regent Valves: a Comparative Study", was reviewed. This research article is a retrospective and prospective single-center experience to evaluate the early and late outcomes of aortic valve replacement (AVR) in patients implanted with the Sorin Freedom Solo (SFS) stentless bioprosthesis versus those with the St. Jude Regent mechanical valve. The article concluded that the SFS valve is a reliable and effective option for AVR, particularly in elderly patients or those contraindicated for oral anticoagulants; it offers significant improvements in transvalvular gradient, left ventricle mass regression, and left ventricular ejection fraction across follow-up periods. The STJ valve provides stable long-term hemodynamics with minimal complications. No clear advantage of STJ valves over SFS valves was found, supporting the competitiveness of SFS valves, even in high-risk patients. "[The primary and corresponding author was Alen Karic, Clinic for Cardiovascular Surgery, Clinical Centre University of Sarajevo, Bosnia and Herzegovina, with corresponding e-mail: alen.karic74@gmail.com.]"This study included patients who underwent surgical AVR with the SFS and STJ from 01 April 2010. A total of 150 patients were included in the study, of which 50% (75) received an Abbott device. The average age of group 1 whose follow-up was 2 years after surgery was 62.96 years for the STJ and 77.08 years for SF. The average age of group 2 whose follow-up was 1 year after surgery was 69.2 years for the STJ and 73.84 years from SFS. The average age of group 3 whose follow-up was 6 months after surgery was 68 years for the STJ and 75.56 years for the SFS. The majority gender was unknown. Comorbidities included hypercholesterolemia, hypertension, chronic obstructive pulmonary disease, renal insufficiency, carotid stenosis, stroke/transient ischemic attack, angina pectoris, pulmonary hypertension, and thromboembolic.

Manufacturer narrative:
A follow-up report will be submitted with all additional relevant informationLiterature attachment: Regression of Left Ventricular Hypertrophy After Aortic Valve Replacement with Sorin Freedom Solo and St. Jude Regent Valves: a Comparative Study.B3: Event date was estimated.D4: The UDI number is not known as the part and lot number were not provided.